Event description:
The core microdrill was sent in for repair because it was leaking oil during a procedure. The sterile field and the surgical site were not exposed. No adverse event was reported, another device was used to complete the procedure.

Manufacturer narrative:
During failure analysis, no sign of leaking was noted from the device. However, there was corrosion build up and moisture within the internal components and insufficient lube inside the lower bearings. The damaged parts were replaced and the device was repaired and returned to the customer.